Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: pharmacist did not disclose any information regarding the customers complaint. No replacement made.

Event description:
Consumer reported complaint for high blood glucose test results. David (owner) of denver city pharmacy is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 173 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report having a hypoglycemic episode. Medical attention needed as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reported for previous test result history: 1:173 mg/dl time & date undisclosed. Unknown if fasting pharmacy owner david of denver city pharmacy was calling to ask if we have noticed a trend in our meters giving inaccurate high readings. Customer states he has had sever customer's with the complaint of high readings. Mr. David stated that he had one customer that believes that the meter was giving a false high reading of 173 mg/dl. It was not disclosed whether that was a fasting result and what the customer's normal range is. Customer's normal range was not provided. Per david, the customer administered insulin according to the result our meter provided and shortly after experienced a hypoglycemic episode. There was no information provided in regards to symptoms. Mr. David did disclose that customer did not seek any medical attention. I asked david if I could contact the customer to obtain information and replace unit however he stated that he could not provide that information but he did encourage customer to call us and report the issue. I was not provided with a sn number or lot number of strips. I encouraged david to have customer's contact us with any meter concerns.